Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started the alarm, they removed the battery and received flashing display. The customer¿s blood glucose was 184 mg/dl. The customer was assisted with troubleshooting. Customer did not reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that the insulin pump not bumped and dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display due to display anomaly.